Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was unknown if the MRI or symptoms were due to a problem with the device or therapy. The patient was having a lumbar MRI due to back pain. The patient has a history of disc issues and scar tissue in their back. The patient also slipped and fell about a year ago and since then, they have developed bilateral pain and pain down their leg. Their stimulation system was not helping the patient as much as it did before their fall. No further complications were reported/are anticipated.

Event description:
Patient reports she had a fall in 2016 and believes since then the implant may have knocked out of place and causing issues. Patient states she wants the implant to be remove but her doctor would like to have her medical records before removing the implant. Patient reports the implant has been off since 2017 and her back issue has been corrected with surgery. Patient reports she is having a lot of numbness on the left side and hip down to leg or when she sits down she is having a bad sensation and she cannot lay on the left side. She has a burning sensation and pain and she cannot sleep and the device is causing her a lot of issues and she wants to get it out. It was reviewed that the manufacturer does not have patient medical records and it offered to have device information sent to patient but the patient said she has that information. The patient was directed to consult with their healthcare provider for next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jun-19. It was reported that since the patient¿s fall a year and a half prior to the report, the implantable neurostimulator (ins) had been having on and off issues. It was noted that every time the patient sat and leaned, she had to sit just right so she would not feel an electric shock like when she hits her funny bone. The patient also reported that she had been sore on her hip where she fell on the ins, she could not lay on it, it hurt from her hip down, and it was hard to stand/walk on it. The ins had been off because the patient had been taking medication and did not need the ins. After the pain had gotten worse, a surgeon removed the scar tissue in (B)(6) 2018 and put a post in her back. The pain went away and later returned around (B)(6) of 2018 at the ins site, hip and down their leg. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to report and resolve the symptoms. There were no further complications reported or anticipated.